Event description:
It was reported that stent dislodgement occurred. The target lesion was located in left internal iliac artery. A 5.0x20x75cm express ld biliary stent was advanced for treatment. However, during the procedure, the stent dislodged from the balloon. The physician attempted to snare the detached component and was unsuccessful. The stent was moved to the right external iliac and was expanded. The procedure was completed with an additional boston scientific stent, that was the same size and diameter. No patient complications were reported.